Event description:
It was further reported that the ra lead sensing was turned off due to long standing at/af.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing resulting in false termination of atrial tachycardia/atrial fibrillation (af) detection. It was noted that the ra lead undersensing does not appear to impact the device function or performance due to the device programming and cardiac compass measurements. The ra lead remains in use. It was also reported that there was a possible pacing spike that fell into the patient's qrs that was noted on the external cardiac monitor. An in-person interrogation was performed and the cardiac resynchronization therapy defibrillator (crt-d) remains in use. The clinician did not have any further questions or complaints regarding the observation after the interrogation was performed. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on resulting in false termination of atrial tachycardia/atrial fibrillation (af) detection.  It was noted that the ra lead undersensing does not appear to impact the device function or performance as device due to the device programming and cardiac compass measurements.  The ra lead remains in use.  It was also reported that the a possible pacing spike that fell into the patient's qrs was noted on the external cardiac monitor.  An in-person interrogation was performed and the cardiac resynchronization therapy defibrillator (crt-d) remains in use.  The clinician did not have any further questions or complaints regarding the observation after the interrogation was performed.  The crt-d remains in use.  No patient complications have been reported as a result of this event.